Event description:
It was reported that the patient had sub-sternal pain due to pericarditis. The physician complained that the right ventricular (rv) lead was too stiff and chose to replace both leads. At the same time, the physician decided to implant a smaller non-MRI device. The device and both the rv and the atrial leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.